Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. A MRI technician reported on (B)(4) 2019 that the patient had stated their device had not worked in a while. The MRI was for the patient's shoulder. There were no reported symptoms during the call. Additional information was received from a consumer. It was reported that the patient hasn't used his stimulator for about two years because it was taking too long to charge. No further complications were reported.